Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume, and each setting functioned properly. No unexpected audio anomalies particularly humming sounds, unusual sounds/vibrations, or absence of audio alarms were noted during testing. No pump error 63 was noted during testing either, and no pump error 63 alarms are found in the formatted history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump humming but not vibrating or beeping for more than 18 hours. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was continuously humming was not normal without even an alarm. The insulin pump will not be returned for analysis.